Event description:
The iab was inserted into the patient in 2001 at 6:00 pm and removed 8 days later at 9:50 am. The iab did not malfunction. The patient developed major limb ischemia after the iabp was discontinued. It was reported by the facility that the patient expired in the hospital as a direct result of iab therapy. No iab will be returned to datascope.